Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to high/undefined rv coil impedance on the right ventricular (rv) lead. Thirteen days later more alerts were triggered due to high/undefined rv coil impedance and high/undefined pacing impedance. No short v-v intervals nor episodes were noted. Isometrics and pocket manipulation did not reproduce any noise. The lead was suspected to have a coil fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.